Event description:
The pt reported that she received the 09 (technical inspection due) error on her infusion device in 2007. She stated that she did receive the prior 88, 86, and 84 alarms alerting her that her infusion device would soon shut down. She stated that she did not receive the 82 alarm alerting her of 2 more weeks of run time. No physiological effects were reported. The pt does not have a backup infusion device. The pt stated that she would use injection therapy until her new infusion device arrives. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device requested to be returned for evaluation.